Event description:
Customer reported a hard drive failure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the hard drive. System operates as intended.